Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported the medium-large clip applier did not apply clips properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the procedure was completed using a backup stapler. The surgeon was clamping on tissue when the clip failed. The standard clip was out of stock, and he used four different clip appliers until he was satisfied with it working correctly. He substituted the clips which was more than likely the reason for it. The surgeon requested to have the instrument sent back. No patient demographics were available.

Manufacturer narrative:
Based on the claim against the product by the customer noting a medium-large clip applier did not apply the clips properly, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier was analyzed and the complaint regarding the clip applier not applying clips properly was not confirmed by failure analysis. Failure analysis investigations could not replicate nor confirm the customer reported complaint "did not apply clips properly." Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test. The instrument was fully functional. No product issue was identified. Also, the medium-large clip applier had multiple input disks broken. Hairline cracks were found on grip input shafts. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and cause the input disk to break and separate from the instrument. The root cause of the clip applier not applying the clip properly cannot be determined based on the information provided and failure analysis results. This complaint is considered a reportable event due to the following conclusion: per the description of the complaint, the medium-large clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.